Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 5cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Visual examination of the instrument found no abnormalities. During functional testing in was observed that the instrument would articulate to only four positions each side. Engineering evaluation determined that this condition was likely caused by mishandling the instrument during use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge / segmental resection. For the third firing for the segmental resection of the lung, the device did not work at all and the surgeon removed the device from the tissue. The device could not fire as the surgeon could not squeeze the handle. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.